Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during dialysis treatment using a y connector line accessory, ¿signaling of an air ingress was identified. It was reported that the line was clamped, and the y connector was replaced prior to any air bubbles entering the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, retained samples were evaluated. A review of retention samples confirmed that the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.